Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a scheduled generator changeout. The physician decided to visualize the right ventricle lead under fluoroscopy for evaluation and found externalized conductors. The lead was capped and replaced. The patient was recovering.